Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for automated peritoneal dialysis (apd). In 2011, the patient experienced peritonitis. Hospitalization and remedial treatment was not reported. It was unknown whether diagnostic testing was rendered. The root cause of the peritonitis was unknown and the outcome not reported. On an unreported date in 2011, dianeal was discontinued and the patient was transferred to hemodialysis. The nurse believed the peritonitis was not related to dianeal pd4 ambuflex therapy and declined to provide further information.